Manufacturer narrative:
Pump was received with failed battery test alarm after inserting pump battery due to corroded battery tube. No blank display or display anomaly noted. Unable to verify for low battery alarm and perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to constant failed battery test alarm. Pump received with cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated the battery exploded on battery cap and battery compartment. The customer stated that when to change battery and it was exploded in the compartment. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer was unable to perform low battery troubleshooting.